Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during pumping. Additionally, it was reported that no drips were seen from the tubing during fill tubing. The user's blood glucose level ranged from not impacted to ranging from 91 mg/dl to 127 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.